Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No flaring was noted with the profile of the stent or tip of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.50x16mm promus element plus stent was selected to treat the target lesion located in the left anterior descending coronary artery. After preparing the device, it was found out that the stent strut of the device flared, prior to inserting into the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 2.50x16mm promus element plus stent was selected to treat the target lesion located in the left anterior descending coronary artery. After preparing the device, it was found out that the stent strut of the device flared, prior to inserting into the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).